Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle mechanism malfunction to fire and deploy the cannula or to determine the root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that the pink slide insert was not visible in the viewing window.